Event description:
I had silicone implant in 1986 and last year noticed my left breast had very hard lumps. When to a doctor, had MRI and the implant has ruptured. I do not have insurance and want to hold dupont accountable. My sister went thru same thing. Dupont paid for her removal and implanted saline implants. The doctor told my sister of the problem of hardened silicone. Two years after my sister's surgery doctor did biopsy and she was stage 4 cancer. She passed 2 years ago. So I am scared and do not know where to turn for help. Diagnosis or reason for use: had implants for better look. Event abated after use stopped or dose reduced: no. Is the product compounded: no. Is the product over-the-counter: no.